Event description:
Reported as "persistent helium loss 3 alarms". It was reported that persistent helium loss 3 alarms were not resolved after troubleshooting including restarting the pump, repositioning the patient, and reducing the iab volume. The nurse confirmed there was no blood in the driveline. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "persistent helium loss" was confirmed upon investigation of the returned sample. The customer returned a 40cc 8.0fr fos intra-aortic balloon catheter (iabc) without the original packaging for investigation. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the teflon sheath was noted on the iabc bladder membrane and covering the iabc distal tip (inp-1); buckling to the teflon sheath extrusion was also noted. The exposed portion of the bladder was fully unwrapped. The one-way valve was tethered to the iabc short driveline tubing. A dried green media was noted on the exterior surfaces of the iabc. Dried blood was noted on the exterior surfaces of the returned iabc. No obvious blood was noted within the helium pathway. Upon functional inspection, the iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the distal tip of the bladder membrane. The leak was consistent with the previously confirmed distal end of the bladder not attached to the iabc distal tip. The iabc was leak tested again, with the distal tip of the bladder clamped off, and no other leaks were detected. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. Additionally, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the teflon sheath extrusion. This indicates the iabc was not removed per the instruction for use (IFU) and could result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder not attached to the distal tip. The probable root cause of the complaint is manufacturing related. Further investigation has been initiated under teleflex's quality system by the manufacturing site to evaluate this issue. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4)

Event description:
Reported as persistent helium loss 3 alarms. It was reported that persistent helium loss 3 alarms were not resolved after troubleshooting including restarting the pump, repositioning the patient, and reducing the iab volume. The nurse confirmed there was no blood in the driveline. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as fine.